Manufacturer narrative:
Init reporter sent to FDA corrected from ni to yes. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. There were two target lesions. The target lesion #1 was located in the mid obtuse marginal of left anterior descending (om/lad) artery and target lesion #2 was located in the ostium of the saphenous vein graft (svg). The lesion #1 was treated using a direct stent technique implanting a 3.5x12mm synergy drug-eluting stent. The lesion #2 was treated with deployment of a 4.00x12mm synergy ii drug-eluting stent. However, the stent was placed wiht 2-4mm protruding from the ostium of the svg and had a proximal flare. The physician used the stent delivery system (sds) by pulling it proximal to the flared stent. The physician attempted to withdraw the sds into the 6f guide catheter but was unsuccessful. With significant effort of pushing the guide catheter forward and pulling back on the sds, the physician was able to remove the sds from the flared stent into the guide catheter. However, the physician noticed that the proximal edge of the deployed 4.00x12mm synergy ii stent was deformed. An intravascular ultrasound (ivus) was used to determine what had happened. The physician successfully rewired the deformed stent and placed another 4.0x12mm synergy stent to treat the deformed ostial portion of the flared 4.0x12mm synergy ii stent. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The event description stated that there was a proximal stent damage for the deployed stent. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon appeared to have been subjected to positive pressure and dried medium was evident inside the balloon body. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found severe kinks in the mid-shaft on the proximal side of port exchange skive, with a kink 1cm from hypotube/mid-shaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. There were two target lesions. The target lesion #1 was located in the mid obtuse marginal of left anterior descending (om/lad) artery and target lesion #2 was located in the ostium of the saphenous vein graft (svg). The lesion #1 was treated using a direct stent technique implanting a 3.5x12mm synergy drug-eluting stent. The lesion #2 was treated with deployment of a 4.00x12mm synergy ii drug-eluting stent. However, the stent was placed with 2-4mm protruding from the ostium of the svg and had a proximal flare. The physician used the stent delivery system (sds) by pulling it proximal to the flared stent. The physician attempted to withdraw the sds into the 6f guide catheter but was unsuccessful. With significant effort of pushing the guide catheter forward and pulling back on the sds, the physician was able to remove the sds from the flared stent into the guide catheter. However, the physician noticed that the proximal edge of the deployed 4.00x12mm synergy ii stent was deformed. An intravascular ultrasound (ivus) was used to determine what had happened. The physician successfully rewired the deformed stent and placed another 4.0x12mm synergy stent to treat the deformed ostial portion of the flared 4.0x12mm synergy ii stent. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent damage occurred. There were two target lesions. The target lesion #1 was located in the mid obtuse marginal of left anterior descending (om/lad) artery and target lesion #2 was located in the ostium of the saphenous vein graft (svg). The lesion #1 was treated using a direct stent technique implanting a 3.5x12 mm synergy drug-eluting stent. The lesion #2 was treated with deployment of a 4.00x12 mm synergy ii drug-eluting stent. However, the stent was placed with 2-4 mm protruding from the ostium of the svg and had a proximal flare. The physician used the stent delivery system (sds) by pulling it proximal to the flared stent. The physician attempted to withdraw the sds into the 6f guide catheter but was unsuccessful. With significant effort of pushing the guide catheter forward and pulling back on the sds, the physician was able to remove the sds from the flared stent into the guide catheter. However, the physician noticed that the proximal edge of the deployed 4.00x12 mm synergy ii stent was deformed. An intravascular ultrasound (ivus) was used to determine what had happened. The physician successfully rewired the deformed stent and placed another 4.0x12 mm synergy stent to treat the deformed ostial portion of the flared 4.0x12 mm synergy ii stent. The procedure was completed. No patient complications were reported and the patient's status was fine.